Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: (B)(4) - the actual device was not received. Performance data collected from the device was analyzed, and revealed that on (B)(4)-2011 a power on reset (por) occurred. Radiation therapy indicated, which is a known risk for causing pors.

Event description:
It was reported the patient was receiving radiation therapy and the device had two power on resets. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient was receiving radiation therapy and the device had a power on reset. It was subsequently reported that the device experienced another power on reset while the patient was still undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.